Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. It was confirmed that the patient effects were deemed unrelated to the study device and procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. No further investigation is required.

Event description:
Subsequent to the previous medwatch report, the additional information was received: per study physician, the death was unrelated to the implanted mitraclip and unrelated to the mitraclip procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for death occurring approximately 2 years and 4 months post clip implantation. The cause of death is not assessable. It was reported that on (B)(6) 2012, one mitraclip was implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from 1+-2+, to 1+ without a reported device malfunction. On (B)(6) 2015, the patient expired at a rehabilitation clinic. Per the study physician, the device relationship to the death is not assessable. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported death. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There was no evidence of device issue or malfunction to suggest that the device caused or contributed to the reported patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.